Event description:
It was reported that after successful coronary stent deployment, the balloon became stuck in the stent. The shaft of the catheter broke at the wire exit port during removal and was removed with a snare. Pt status is listed as "okay".